Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous femoral artery lesion. A 6x120 mm absolute pro self-expanding stent was advanced to the target lesion. However, resistance was noted during advancement. During deployment, it was very difficult to turn the thumbwheel and the stent failed to deploy. Force was applied, which caused the handle to break around the thumbwheel. After removal, it was noted that the sheath was barely opened. A new non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.